Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted on the device. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the worm coupling and gear as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.